Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with normal operating currents, no unexpected battery power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. Hardware low level failure alarmed during self test and confirmed in pump history file due to a broken trace at u1 keypad assembly. Pump also received with cracked battery tube threads and cracked case behind the pump near the battery compartment. (B)(4).

Event description:
The customer reported via phone call that side of the insulin pump on the battery side was cracked. The customer¿s blood glucose level was 126 mg/dl. Customer was changing the battery it was low. Troubleshooting was performed for damage. Customer was advised to the insulin pump would need to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.